Event description:
It was reported that the patient presented for generator change. During procedure, externalized conductors were noted on the right ventricular lead. The lead was extracted with use of laser. The patient was doing well and would continue to be monitored.